Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the clinic had them call tech services at the device manufacturer because they had never seen the code that was showing on the programmer. The patient was told to return to the clinic to have their programmer re-programmed with their computer device and have their pain pump device steps redone after the fill. The programmer was telling them their pump was empty although it had just been filled. The programmer even let them set their next alarm date. So, once the patient returned to the clinic, they re-did the programming steps from the pump to the ptm device. They reset and retraced all of their steps, and it was fine. In the meantime, the patient lived four hours away from the clinician and could not have it reprogrammed until the next day at the clinic. They also had no bolus doses from their 8:30am appointment until the next day 16 hours later. They had very painful migraines, and they were worrisome. The cause of the issues was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient reported that they had their pump refilled on (B)(6) 2015. There were changes made to the medication; the personal therapy manager (ptm) boluses were increased. The patient was four hours away from their health care provider (hcp) on (B)(6) 2015, and their ptm was showing an 8286 error code. The patient was not hearing the pump's audible alarm. It was noted the patient was not due for a refill; they had a refill earlier that day. There were no reported symptoms. The indications for use were spinal stenosis and spinal pain. The medications being delivered via the system were fentanyl at 10mg/day and bupivacaine at 974mcg/day. The concentrations and lot numbers were unknown. The cause, outcome, and steps taken to resolve the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.